Manufacturer narrative:
Concomitant medical products: dtma1d1, crt-d implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert caused by a high rate non-sustained ventricular tachycardia (vt) and sensing integrity counter (sic). It was noted that the right ventricular (rv) lead exhibited a loss of capture. The rv lead remains in use. No patient complications have been reported as a result of this event.